Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing gait issues. Reprogramming was performed wherein providing some benefit to their parkinson's disease symptoms, but the gait issues persisted. The patient underwent a revision procedure where the deep brain stimulation (dbs) system was explanted and replaced with a new system. The patient was doing well post-operatively. The explanted devices were disposed at the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7085523. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7086166.